Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubes had molding defects. This was discovered before use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It is reported vacutainers were bowed and different lengths. 02-jan: customer response: yes, I have product to send back from 2 different packs (same lot). Yes, I have a photo from (B)(6) 2019 when I reported this (internally) from our cancer center lab location for sst tubes and to the medline representative. We also had edta tubes affected. (Warped and different lengths). Yes, I have a photo from this past week at our lab. I believe we had purchased these several months back because we had too many in inventory and are just now using this batch.